Manufacturer narrative:
Other relevant device(s) are: product ID: neu unknown ext, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2021, UDI#: (B)(4); product ID: neu unknown, ext, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and extensions were removed 11 days after implant. The leads were still implanted and capped. It was noted the operation was for wound exploration and debridement, and the reporter believed reason for removal may have been due to infection. It was also noted that an MRI was planned.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu unknown ext, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2021, UDI#: (B)(4); product ID: neu unknown, ext, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and extensions were removed 11 days after implant. The leads were still implanted and capped. It was noted the operation was for wound exploration and debridement, and the reporter believed reason for removal may have been due to infection. It was also noted that an MRI was planned.